Manufacturer narrative:
Date sent: 06/11/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, the clip did not form properly. Another device was used to complete the procedure. There was no patient consequence.